Event description:
Platinum work horse clinical study. It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure the pt experienced a vessel dissection. The index procedure treated the target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.0x15mm apex balloon inflated to 14 atmosphere's (atm"s) for 30 seconds. Although timi 3 flow remained, a significant vessel dissection occurred. The area was treated with a 2.50x20mm study stent resulting in 0% residual stenosis. The pt had chest discomfort intra and post the index procedure. Elevated troponins were consistent with a protocol definition of a myocardial infarction. The pt was discharged in stable condition the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.